Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of oxaliplatin, at a rate of 250 ml/hr, via a symbiq pump. It was reported that 10 seconds after the delivery was started, a few drops of solution leaked from the arm of the distal clave y-site of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse pt events and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.